Manufacturer narrative:
The device history records were reviewed and no non-conformances that would cause or contribute to the reported event were identified. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of two for the same event, reference 1032347-2016-00534.

Event description:
It was reported the lower disk of two implants broke during a neuro surgery. The broken implants were removed from the patient. It caused about 3 minutes delay as additional implants were available and were used to complete the procedure.

Manufacturer narrative:
A visual evaluation revealed that both clamps are fractured through the post between the outer plate and the inner plate and has dried blood on the post. There are no indications of manufacturing defects. The most likely underlying cause of this complaint was excessive force applied to the clamps during insertion. Supplemental one of two for the same event, reference (B)(4).